Event description:
The pump was set at 16 ml/hr to deliver a 250ml bag the pt's blood pressure dropped and it was noted that the bag was empty. It is unknown what perios of time had passed. The infusion was ceased, and a resuscitative drug was given. There was no pt consequence.